Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. However, the company representative replaced the central processing unit (cpu). The system was then tested and met all product specifications. How or why the host became nonconforming remains inconclusive. The system was manufactured on december 7, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host. How or why the host became nonconforming remains inconclusive the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during surgery. The system was rebooted to complete the case. There was no patient harm.